Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes. The right ventricular (rv) lead exhibited high and unstable thresholds, intermittent loss of capture, diminished r-wave, high impedance and oversensing. The rv lead was reprogrammed and revised. The right atrial (ra) lead also exhibited high impedances. The ra lead remains in use. No further patient complications have been reported as a result of this event.